Event description:
A nurse reports that while working as a receptionist, a nursing student and then as a nurse wore latex gloves and she was reportedly exposed to airborne latex dust and various powder additives emitted from latex containing products made by various manufacturers. She states that due to this exposure she developed asthma, rhinitis, respiratory problems, hives, contact dermatitis, throat soreness, fatigue, headaches, extreme discomfort, depression and emotional distress. She reports that these symptoms are or may be of a permanent and continuing nature and life-threatening.